Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -8.0/1.0/164 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault and the problem resolved. Cause was reported as unknown.

Manufacturer narrative:
Corrected data: b5: "the reporter indicated that the surgeon vertically implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -8.00/1.0/164 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted due to low vault without rotation. On the same day separate surgery the lens was replaced with a lens of the same model/ longer length lens implanted horizontally and the problem was resolved. The cause of the event is unknown." Claim#: (B)(4).